Event description:
Event verbatim [preferred term] second degree burns [burns second degree] , weeping circular wound at the abdominal wall close to a stretch mark [wound drainage]. Case narrative: this is a spontaneous report received from the (B)(6). The regulatory authority report number (B)(4). A contactable pharmacist reported a (B)(6) female patient who used thermacare heatwrap (thermacare menstrual) cutaneously from (B)(6) 2016 for menstrual pain. The patient's medical history and concomitant medications were not reported. On (B)(6) 2016, the patient experienced second degree burns. It was reported after product usage the patient experienced weeping circular wound at the abdominal wall close to a stretch mark. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken as a result of the events were unknown. Clinical outcome of the events was not resolved. Clinical assessment was reported as probable/likely. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of second-degree burns and weeping circular wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability., comment: based on the information provided, the events of second-degree burns and weeping circular wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received.

Event description:
Event verbatim [preferred term]. Second degree burns [burns second degree], weeping circular wound at the abdominal wall close to a stretch mark [wound drainage], , narrative: this is a spontaneous report received from the german health authority, bundesinstitut fuer arzneimittel und medizinprodukte (bfarm). The regulatory authority report number (B)(4). A contactable pharmacist reported a 38-year-old female patient who used thermacare heatwrap (thermacare menstrual) cutaneously from (B)(6) 2016 for menstrual pain. The patient's medical history and concomitant medications were not reported. On (B)(6) 2016, the patient experienced second degree burns. It was reported after product usage the patient experienced weeping circular wound at the abdominal wall close to a stretch mark. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken as a result of the events were unknown. Clinical outcome of the events was not resolved. Clinical assessment was reported as probable/likely. Product investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received. Follow-up (14nov2016): follow-up attempts completed. No further information expected. Follow-up (16jun2020): new information received from citi includes: product investigation results. Follow-up attempts completed. No further information expected., comment: based on the information provided, the events of second-degree burns and weeping circular wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.